Manufacturer narrative:
Model number/catalog number: sc-2218-50e. Serial number: (B)(4). Batch/lot number: 21697331. Model/catalog description: linear st trial lead kit 50 cm.

Event description:
A report was received that the patients leads had migrated. The patient underwent a revision procedure wherein the leads were replaced.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients leads had migrated. The patient underwent a revision procedure wherein the leads were replaced.